Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient stated they had a revision surgery on the (B)(6) 2024 because the pump was not working correctly. The patient stated that it was a right abdominal catheter replacement/revision. The patient stated that when they woke up from the surgery they was feeling pretty good. The patient then stated the pump stopped and did not give them a bolus that night and they got a code that said to contact the manufacturer. The patient does not know what the code was. The patient was still in a lot of pain and had not been able to bolus since the surgery. The issue was not resolved as troubleshooting is not needed. The patient had an appointment with their healthcare provider on thursday ((B)(6) 2024). The manufacturer's patient services specialist (pss) sent email to a manufacturer representative for visibility. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that they were unaware of any symptoms other than complaints of pain. They did not cover the initial dye study, just the revision. Cerebrospinal fluid (csf) couldn't be aspirated from the catheter during the dye study, so the hcp decided to replaced the catheter. The new catheter had csf flow and went in without issue. The issue was resolved. The information was confirmed with the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-aug-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.